Manufacturer narrative:
The investigation into the reported delivery issue has been completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The impella would not advance past the innominate artery. The physician commented on the tortuosity in the vessel as making it more difficult. Multiple attempts made and the catheter proximal to the motor was kinked. The surgeon did not think a impella cp would pass either. The root cause of the delivery issue was patient condition related and related to the tortuosity of the patient's vessels making it impossible to advance the pump past the innominate artery.

Event description:
The user facility reported a delivery issue with the impella 5.5 device due to patient's anatomy. The pump insertion was aborted. There was no harm to the patient. Lt. Multiple attempts made and the catheter proximal to the motor was kinked. Eventually the staff aborted.